Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device parameter selections were grayed out and that the display was not responding to any button presses. There was no patient involvement.